Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated leads became syncopal. It was reported that there was noise the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead of unknown etiology. Boston scientific technical services recommended performing a chest x-ray. An x-ray was performed which was unequivocal. It was reported that the leads were later replaced. The local boston scientific field representative was unaware of any further information as the patient was transferred to another facility. There were no additional adverse patient effects reported. The device remains in service.